Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All workstation circuit boards were reseated, the bios were reset and the system software was reloaded. The system was then found to be operating as intended.